Event description:
The company representative on behalf of the customer reported pinhole at the distal end tip of the videoscope. The issue was detected when a water leakage test was performed using the user's reprocessor (the user is unsure if the reprocessor model is oer-3 or oer-5) the device was returned and an evaluation revealed adhesive part of the illumination lens had come off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement as this was observed during reprocessing.

Manufacturer narrative:
The returned device was evaluated and customer allegation was confirmed. Water tightness was not maintained due to holes in the curved rubber. In addition to the findings, the play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. The insertion tube and universal cord was wrinkled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was shipped in accordance to the specifications. The root cause of the subject event could not be specified. Based on the results of the investigation, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.